Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
As reported by rep: "pt. Presented with an unstable knee." A 3x9 cs insert was revised to a 3x11 cs insert. Spoke to rep, who provided the right knee revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.